Event description:
During a coronary treatment procedure the nc monorail balloon ruptured at 8 atms on the initial inflation. The nc monorail balloon was being used to predilate a calcified, stenotic lesion in an unspecified coronary artery. No pt injuries or complications were reported. Add'l info has been requested regarding this event.